Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The additional information has been provided in this form.

Event description:
The caller stated that the customer would collect phlegm in the back of her throat and maybe she choked on it. The official cause of death is unknown. The caller also noted that, at the time of death, the customer was wearing insulin pump with serial number (B)(4). The insulin pump did not have issues.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's death has already been reported on 07/20/2015. Please see medwatch report 3004209178-2015-76441 and follow-up report 3004209178-2015-76441.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.